Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user unlocked the ilet and encountered the fill tubing screen after a recent supply change, with subsequent difficulty confirming a secure connection of a steel contact detach infusion set and progressive hyperglycemia despite initial guidance to disconnect, complete fill tubing, reconnect, fill cannula, and resume delivery; later the tubing was replaced and delivery was resumed. Symptoms included hyperglycemia without ketone testing, medical intervention, or acute complications. Outcomes included transient elevated blood glucose above 180 mg/dl without hospitalization or need for assistance. Investigation included customer support troubleshooting, guided replacement of infusion components, and user education on supply changes and snack management. Investigation of this case revealed no confirmed device malfunction, with user-reported possible set connection or pitchfork damage that was alleviated after a supply change and proper fills, consistent with infusion set or connection issues resulting in interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.